Event description:
It was reportd that during a coronary stent procedure of an rca lesion, the stent dislodged. The lesion had been pre dilated and another manufacturer's stent was successfully deployed. While attempting to advance the express2, the stent dislodged and was removed with a snare. The lesion was re dilated and another manufacturer's stent was successfully deployed to complete the procedure. Pt status is listed as "okay".